Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the reverse locking mechanism of the compact air drive device was blocked and would not reverse. It was further observed that the locking mechanism was stiff/stuck, and the power was insufficient/low. It was further determined that the device failed pretest for check reverse locking mechanism with oscillating saw attachment ii, check forward and reverse mode function and check the power with power test bench. It was noted in the service order that during pre-surgery, it was discovered that the device did not work properly anymore. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.